Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify failed battery test alarm due to no button response. No button error alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on insulin pump stopped working. The customer¿s blood glucose level was 141 mg/dl. Customer stated the insulin pump act button did not clear out alarm. The insulin pump had failed battery alarm. The insulin pump will be returned for analysis.